Event description:
Information was received from a patient regarding an implantable neurostimulator. Patient confirmed they have an scs device implanted about 3 years sago but did not have the ID card and did not have their external equipment with to confirm the model # or sn. The reason for call was patient could not have an MRI yesterday because they did not have external devices with. Patient was still shaken from going through this experience yesterday. Patient was scheduled to have the ins removed maybe a month or more ago because therapy was no longer helping. Patient reported the device stopped helping at the beginning of this year. Patient brought their external equipment to hcp and gave it to hcp. The rep was there as well. Pt no longer had the externals. However, patient could not get clearance from their family hcp to have the explant surgery because their a1c was too high, it was 9 something. It has been over a month now. Patient called to ask if the manufacturer now had patient's externals and what they needed to do now. Reviewed MRI guidelines, reviewed to either ask hcp to provide eligibility form or take the equipment back in order to go to MRI mode. Redirected to hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.